Event description:
Boston scientific received information that the clinic was unable to interrogate this implantable cardioverter defibrillator. It was noted that the patient is not pacemaker dependent and has been lost to follow-up for several years. The boston scientific sales representative was unable to obtain any additional information. Our records indicate that the device remains implanted in the patient. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.